Event description:
1992- wehr's ear prosthesis eroded through tm. Replaced with microtek flex ha prosthesis. The patient had a left exploratory lymponotomy and reconstruction of ossicular chain with incus, stapes prosthesis using wehr's hydroxlapatite prothesis in september 1989. Patient had excellent results until feberuary or march 1992 when she began symptoms of "l" ear rumbling sounds and pain". Device removed in surgery april 8th 1992 replaced with microtek total prosthesis. Erosion through tm is a known complication of these procedures/productsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: anticipated or known. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.